Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited connector anomaly. The lead was disconnected from the device. The device was explanted and replaced. The patient was in stable condition.